Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 10atm within 10 seconds. However, on the second inflation, it was noted that the balloon ruptured near the blade. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.